Manufacturer narrative:
(B)(4). Date of follow-up report: 02/23/2017. One ls1020 was received for evaluation. Visual inspection found no defects. Pmv preliminary investigation found that the jaws opened and closed normally using the handle, but would catch slightly while opening. The device was forwarded to (B)(4) engineering for further evaluation. The smf investigation found no obvious blockage by the trigger and found the status of the pliers and position latch link to be normal. Engineering found the device to be acceptable and function within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device would remain closed and did not open systematically. The device could only be opened if force was exerted. No patient harm resulted from the issue.